Event description:
It was reported that the patient received an alert for high, high voltage lead impedance was observed. The patient notifier was previously turned off. The lead impedance will continued to be monitored via merlin.net.

Manufacturer narrative:
(B)(4).